Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met.

Event description:
It was reported the physician implanted a 30mm gore helex septal occluder to close a fenestrated atrial septal defect. The defect was not balloon sized, but had a static measurement of 12mm. The device was well apposed with no residual shunt. Following implant, the physician noted a mobile septum that was not apparent with initial imaging. One day following implant, a chest x-ray showed the device had embolized to the left pulmonary artery. The physician removed the device with a snare and a 14mm occluder from another manufacturer was implanted with no adverse effects.